Event description:
Patient admitted to opd for blood transfusion. When checking pt, it was noted that blood in tubing appeared diluted. Roller clamp on saline tight. Clamp reinforced. When checking, it was noted that blood still appeared diluted. Blood infused over three hours and thirty minutes for total volume of 500cc of which approximately 200+ cc were and approximately 300cc saline. Bp 176/67. Resp easy; non-labored throughout transfusion. Md aware.